Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, mentor received additional information regarding the patient¿s symptoms. The patient suffered several unexplained systemic symptoms, including hypertension, fibromyalgia, irritable bowel syndrome, migraine, insomnia, degenerative disc disease), benign essential tremor, disorders of sacrum, degenerative joint disease, hidradenitis suppurativa, esophageal reflux, esophageal dysphagia, major depressive disorder, generalized anxiety disorder, supraventricular tachycardia, palpitations, elevated troponin, chest pain, nausea, vomiting, wrinkling of facial skin, excess skin of both eyelids, and panic disorder. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The relevant field has been updated. Updated reasons for device explant and/or reoperation: capsular contracture, autoimmune disorder on (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Based on available information and product investigation, the mentor failure analysis lab was unable to confirm that the reported complaints are device-related. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-sep-2020, mentor received additional information regarding the date of event. The date of event was (B)(6) 2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative bilateral grade IV capsular contracture. The diagnosis was confirmed via a physical examination on (B)(6) 2020. As a result, the patient is scheduled to undergo bilateral removal and replacement with two 450cc mentor memorygel breast implant prostheses (catalog #: 3504501bc) on (B)(6) 2020. This report is for the right-sided prosthesis.